Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy procedure, a healicoil anchor was impacted up to the beginning of the anchor when starting the locking, guiding the black button, the ultratapes were correctly locked, however, when turning the orange button, the anchor started to break, making it impossible to proceed. The broken pieces were removed with a grasper forceps. Since the ultratapes were locked, the doctor finished the stitch and used the twinfix metallic anchors for greater security in the fixation. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (investigation findings & component code). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, images and one evaluation was performed and found a video that clearly depicts the anchor inside the patient, showing signs of breakage. Additionally, five photographs from two distinct angles further illustrate the fractured anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Actors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.